Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician pushed the device plunger, the dart detached and got stuck into the capio device. Reportedly, the suture was tensioned along the capio handle during deployment. The procedure was completed with the same capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable.